Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer was able to successfully clear the alarm(s). The customer received a request to rewind the pump and was able to complete the rewind. The fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed a self-test. The customer was not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 4 alarms during testing. Pump error 4 was present in the history download on event date of 05/01/2024 06:28:06.000. No pump error 53 alarms during testing. Pump error 53 was present in the history download on event date of 05/01/2024 06:07:24.000 (file number 709, and line number 1299 ). Pump error 4 occurred followed by pump error 53. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked keypad overlay, cracked case- corner of the belt clip rails, faded serial number label, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. Pump error 4 and pump error 53 was confirmed due to hardware anomaly, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.